Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on july 24, 2020. Upon further investigation of the reported event, the following information is new and/or changed: d4 (additional device information - added exp date); g4 (date received by manufacturer); g7 (indication that this is a follow-up report); h2 (follow-up due to additional information and device evaluation); h3 (device evaluated by manufacturer); h4 (device manufacture date); h6 (identification of evaluation codes 11, 3331, 4114, 3221, 25). Method code #1: 11 - testing of device from same lot/batch retained by manufacturer. Method code #2: 3331 - analysis of production records. Method code #3: 4114 - device not returned. Results code: 3221 - no findings available. Conclusions code: 23 - manufacturing deficiency. The complaint sample was not returned for investigation, so a thorough investigation could not be performed. A retention sample from the same product code and lot number was used for the complaint investigation. It was then setup in a saline circuit with a sarn drive system and a sorin drive system with a terumo cp adapter. While pumping with the sarns system and the sorin drive, the pump exhibited no unusual noises. Based on this investigation, it is believed that the root cause of this failure mode is a combination of a poor technique in using the arbor press for applying the bearing to the rotor and the dimension of the bearing pocket in the magnet housing. A CAPA has been initiated to document and address the investigation and any potential changes required to remedy the failure mode observed. All available information has been placed on file in quality management for appropriate tracking, trending and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during pre cardiopulmonary bypass, the centrifugal pump had a bad vibration and loud when in operation. No patient involvement. Product was changed out. Procedure was completed successfully.